Event description:
During a craniotomy for craniosynostosis a dural tear occurred. During the second bur hole the clutch failed on the drill and the dura and the underlying brain were torn. Gelfoam was applied over the area. A subsequent CT scan showed a piece of bone 7mm down in the brain.